Manufacturer narrative:
The device involved was an unknown baxter minicap. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further specified as the patient disconnected during pd therapy and removed the minicap off the transfer set on two separate occasions, once during therapy and once during the night. The patient was hospitalized on the same day as onset of the event for fourteen days. The patient was treated intravenously with unknown antibiotics during hospitalization and with unknown antibiotics orally after discharge from the hospital. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.